Event description:
It was observed that during the device evaluation, the subject device exhibited a distal fiber breakage, dents on distal edge, minor stains under lg (light guide) cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, minor stains under lg (light guide) cover glass. Based on the results of the investigation, a definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.